Event description:
The pacemaker involved in this MDR report was explanted four (4) months after implantation because of high lead impedance and loss of capture in the ventricular channel.

Manufacturer narrative:
In 2008. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.